Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt had experienced a gradual loss of stimulation. The pt reported two falls. The lead diagnostic showed high impedances. Reprogramming attained coverage on the left arm and some part of the right arm. The pt decided to continue using the sys.